Event description:
It was reported by service report that the head section was difficult to raise and the hydraulics were leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: no evidence of leaking was observed.